Manufacturer narrative:
Date of event is estimated. Further information was requested but not yet received. The allegation is against 1 of 2 leads; however, it is unknown which lead; therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs lead, model: 3186, UDI: (B)(4), serial (B)(6), batch: 5359804.

Event description:
It was reported that the patient was experiencing ineffective stimulation. As a result, the system was removed to address the issue. Date of removal was not provided. It cannot be determined which lead contributed to the event.

Manufacturer narrative:
Correction to d6a. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.